Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root causes of the suggested events could not be concluded. For the "alarm is generated from device" event, it can presumed that it was caused due to circuit board failure. For the "flow rate deterioration" event, it can presumed that it was due to primary regulatory unit failure. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was a laparoscopic cholecystectomy.

Event description:
The customer reported to olympus, the high flow insufflation unit was adjusted to 12, the flow rate was adjusted to medium, the device automatically powered off after a few minutes, and all the indicator lights on the front panel would flash a little bit within a few seconds after the power off. The issue was found during maintenance before procedure. The intended procedure was completed with another device. There was no harm reported. No patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was evaluated. Device evaluation found the automatic power off when flow rate set to 12 and set to medium after few minutes of power off, indicator light on the front panel will flash within few seconds as reported by the customer was not duplicated, not confirmed, however, during the evaluation, after running for 10 seconds, it was observed that the front panel showed black accompanied by an alarm sound and was found to be due to circuit board (cr) failure. The 1st regulator unit ru) was found defective resulted in a low average flow rate. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.